Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ioss485, (osseotite, certain, implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, there was signs of use with bone debris on the external threads. The implants drive feature was damaged. DHR review was completed for the subject lot number 2022110829. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110829 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : fit : does not seat¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and the clinician inadvertently selects drill unit speed that exceeds recommended value for implant placement. Therefore, based on the available information, a device malfunction did occur. The implants drive feature damage was confirmed. Implant placement was non-verifiable with all the reported information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant on tooth location 36 was placed with success. Doctor was unable to place the encode abutment until the correct position. Implant removed and another implant placed. Doctor also tried to place the encode out of patient mouth and impossible. Encode not returned and used with other implant.